Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that ifosfamide was hung at 1710 and the pump was programmed to run the 300ml of drug with 30ml flush (total volume 330ml over 3 hours) at a rate of 110ml/hr. At about 1805, the patient's mother called the nurse into room because the pump was beeping. The nurse found the line to have run dry and the bag was empty. Pump displayed that 97.06 ml of drug has been delivered. There was patient involvement, but the outcome is unknown.